Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml was reported to have generated a leak during patient use. It was stated in the report that the patient was scheduled to undergo orthopedic reduction and fixation under general anesthesia. After the patient entered the operating room, the universal valve was connected, by the doctor, to the indwelling needle and the infusion line. After the patient was induced under general anesthesia, the syringe was connected, by the doctor, to the vein of the universal valve, and the patient was pumped with propofol emulsion injection at 20ml/h to maintain general anesthesia. At 8:33, it was found that there was a leakage of propofol emulsion injection at the connection of the injection port of the wantong valve and a new wantong valve was immediately replaced, and there was no such incident until the end of the operation. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.